Event description:
It was reported that this artificial urinary sphincter (aus) was not working as intended. The physician explanted the aus and found a crack in the cuff connecting tube. A new aus was implanted. There was no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working as intended. The physician explanted the aus and found a crack in the cuff connecting tube. A new aus was implanted. There was no patient complications reported.

Manufacturer narrative:
Upon receipt of artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The cuff, balloon, and pump were microscopically inspected, and leak tested and no abnormalities or leaks were identified. The cuff kink resistant tubing was also examined with no abnormalities. The pump and balloon did not pass the functional testing that was performed. Based on the information available, the reported allegation of hole in the connecting tube was not confirmed; however, the pump and balloon not performing within product specifications could effect the device performance.